Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that device embolization occurred. In (B)(6) 2017, the patient underwent a left atrial appendage closure procedure. The left atrial pressure was 13 and the patient was in sinus rhythm. Fluids were administered prior to the start of the procedure in the late morning. A 24mm watchman ® laa closure device was deployed in the laa. Two partial recaptures were performed for positioning. Compression was between 17-25 percent. The range was reaffirmed to the physician that the criteria is between 8-20 percent compression, however he elected to move forward in the release criteria with compression at 17-25 percent and release device. In (B)(6) 2017, the patient had a 45-day follow up appointment. The closure device was found in the descending aorta. The patient was asymptomatic. Three days later, the watchman device was removed via arterial access using an 18 fr sheath and a gooseneck snare. The patient was in stable condition.